Event description:
Device malfunction: inaccurate delivery. Time of malfunction: during the procedure. Symptoms/ae: stent implanted in unintended site. It was reported that during a stenting procedure in the superficial femoral artery (sfa), the xpert stent "did not deploy properly". When the sds was pulled back over the wire, the stent landed in an unintended site in the sfa. A non-abbott stent was implanted inside the xpert stent to fully implant it against the vessel wall. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the stent remains in the patient. The stent delivery system was not returned for investigation. Without device info, a root cause of the improper stent deployment and inaccurate delivery could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.